Manufacturer narrative:
In the previous report, section g2 report source was incorrect. It has been updated/corrected in this report.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the failure of the internal battery was observed. The device passed all testing. Additionally, incoming inspection per pur5103123v2 shows damaged porting block, filter duct, and front, rear, and base enclosures, as well as missing power cord, and rubber feet. Additionally, the obm enclosure has insufficient labeling, and the backlight for the screen is dim. Ctq inspection shows damaged enclosure seal. While repairing the device, a small piece of metal fell out of the sd slot. Attempting to insert an sd card found that the slot no longer held onto the sd and the card would just slide back out. Replaced system board to address issue. Damage was also found in the flow sensor assembly. Additionally, installed lcd was the old style that does not support the new backlight cable, so it and the lcd cable were replaced. Finally, contamination was found in the 200/202/o2 tubing, porting block adapter, power supply, and exhaust fan.